Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. (B)(4).

Event description:
A consumer reported that her distance vision was not good following intraocular lens (iol) implant surgery. She also reported having a laser in situ keratomileusis (lasik) procedure prior to the implant surgery. At the consumer's request, the surgeon was not contacted.